Manufacturer narrative:
On 09 may 2016 it was prepared a final report with the information already submitted in the initial report.on 11 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 29 february 2016 and includes: x-rays and explants are not available. The sales agent does not know if the implants were put in this way or if the tibial plateau collapsed. If the implants were put in incorrectly. Because of the absence of lucency, around the tibial component, his best guess is that the implants were put in this way. During the surgery, the trial wedges would seat properly but the implants would not seat all of the way. They were down posterior, with a large gap anterior. The surgeon pulled the implants and cleaned off the cement. The surgeon found a great deal of slop between the base plate and the keel on the trials which was allowing the base plate on the trials to sit flush but not with the rigid implants. The surgeon decided to make a flat cut across the tibia which meant 10 mm augments across the tibia. The surgery ended up taking longer than expected due to this error. On (B)(6) 2015 it was confirmed that the revision was due to tibial loosening. Batch review performed on 08 march 2016. Lot 147022: (B)(4) items manufactured and released on 08 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, items of the same lot have been already sold without any similar reported event.

Event description:
The patient was having knee pain after the primary surgery. The surgeon scheduled a revision. His pre-operative plan is to revise the tibial baseplate and poly insert. X-rays and explant availability will be determined after the surgery.